Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient had a shoulder MRI prescribed. It was unknown if the MRI was related to the device or therapy. The caller reported that the nurse had thought that the patient had a revision or something done with the system in 2014. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.